Event description:
It was reported that the device did not have an ac mains light illuminated and would not power on with ac source. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly, and determined the root cause for the reported incident was a failure of the power module's ac power supply, transistors q1 and q2 were found to be shortened. Fuse f1 was open.